Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lock clip applier was analyzed and found to have grip input disk #4 broken into pieces inside the housing. The instrument was also found to have cracked grip input disk #3. Additional related observations not reported by site: the instrument was installed on an in-house system and failed the mechanical engagement sequence. Failure analysis could not perform the clip test due to the primary finding of broken input disk resulting in an instrument engagement failure. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon wanted to set a clip at a crucial moment but at the moment of clipping, the large hem-o-lok clip applier instrument failed to clip. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please refer to the following corrected information: annex g - component desc 1 was updated to g04059 - gears.